Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that an extractor retrieval balloon catheter was to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure of the common bile duct (cbd). According to the complainant, during testing of the balloon prior to the procedure, the balloon was inflated without problems, but would not fully deflate. As a result, the balloon was not used in the procedure. It was reported that the procedure was completed with another extractor balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient age, gender, and weight are unknown. However, it was reported the patient is over 18 years. The reported event that the balloon would not deflate. According to the complainant, the suspect device has been disposed and is not available for return. However, the investigation concluded that the reported failure can occur with this product family due to handling damage (e.g. Stopcock was not in open position when trying to deflate the balloon or the syringe was incorrectly attached to the balloon hub). A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.